Event description:
The customer reported that a monitor fell to the floor after hitting it with a stretcher.

Manufacturer narrative:
The customer reported that a monitor fell to the floor after hitting it with a stretcher. There is no indication that there was a malfunction of the monitor or mount. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).